Event description:
It was reported that a pump triggered an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove an obstruction from the pump, clean the speaker holes, and reload the cartridge to resume insulin delivery. After these actions were taken, the pump returned to normal operation without recurrence of the alarm, and the customer received tips to prevent future altitude alarms.